Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('diffuse pain') in a 46-year-old female patient who had essure (batch no. E25516) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced asthenia ("intense asthenia"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), muscular weakness ("weakness of the lower limbs") and memory impairment ("memory problems"). The patient was treated with surgery (laparoscopic removal of the devices by partial salpingectomy on the right and on the left). Essure was removed on (B)(6) 2020. At the time of the report, the pain, asthenia, muscular weakness and memory impairment outcome was unknown. The reporter considered asthenia, memory impairment, muscular weakness and pain to be related to essure. The reporter commented: that the postoperative course was straightforward (removal of the device). Batch no e25516, production date 2015-09-17, expiration date 2018-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('diffuse pain') in a (B)(6) year old female patient who had essure (batch no. E25516) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced asthenia ("intense asthenia"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), muscular weakness ("weakness of the lower limbs") and memory impairment ("memory problems"). The patient was treated with surgery (laparoscopic removal of the devices by partial salpingectomy on the right and on the left). Essure was removed on (B)(6) 2020. At the time of the report, the pain, asthenia, muscular weakness and memory impairment outcome was unknown. The reporter considered asthenia, memory impairment, muscular weakness and pain to be related to essure. The reporter commented: that the postoperative course was straightforward (removal of the device). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.